Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their old implant stopped working so they had to get a new one. Agent focused on reason for call related to new implant external equipment usage. Additional information was received from a healthcare professional (hcp). The hcp reported that the ins died due to normal battery depletion. Hcp stated the device also failed impedance testing when the old lead was connected to the new device so a complete replacement occurred on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: (B)(6) serial#, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 26-apr-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.